Event description:
Patient had cholecystectomy on 1999. On 1999, an attempt was made to remove t-tube but as it did not come easily, physician sent patient home and brought patient back to attempt removal again. When he attempted this time the tube was partially removed, and the patient was taken to o.r. Where t-tube was completely removed through additional incision. Physician states he used gentle traction. It was the cross of the t portion that was retained. The catheter having fractured at the junction of the long arm and the cross section.